Manufacturer narrative:
[4112] sonova contacted the hcp for additional information. At the time of the incident on (B)(6), the child was a few days short of their third birthday (on (B)(6). The child was able to remove the hearing aid, open the battery compartment manually, remove the battery, and swallow it. Although the child had removed the hearing aid and opened the battery compartment on numerous occasions, battery ingestion occurred on two occasions: on (B)(6) 2024 and on (B)(6) 2026. (Sonova was not aware of the 2024 incident at that time). The hcp stated that the battery compartment and device housing had been replaced before, which is confirmed by sonova's service record [3316] dated december 2024 and february 2026, both relating to a broken battery door. [4582, 4641] the hcp confirmed that the child recovered without any harm, and no medical intervention was required as the battery passed naturally. [10] sonova requested the device for analysis. At the time of this report, the device remains with the patient/caregiver. [3300] sonova requested photos of the device; however, none have been provided to date. [4109] a review of similar incidents is ongoing. [36] non-rechargeable hearing aids use zinc-air batteries, which present a lower risk profile than other button battery types due to their smaller size and lower voltage. Zinc-air batteries require exposure to air to generate current and voltage. If swallowed or inserted into the nose, contact with moist mucosal tissue blocks airflow and eliminates the voltage. As a result, electrolysis does not occur and provided the battery remains intact, there is no risk of associated chemical or hydroxide burns. In addition, zinc-air batteries are sealed with a hydrophobic material, making electrolyte leakage unlikely. Therefore, actual harm to the patient is considered unlikely, as further supported by the outcome of this case. The IFU instructs users to always use new batteries, warns of the risks associated with battery ingestion and choking, and advises seeking immediate medical attention if battery ingestion is suspected. In addition, the IFU provides instructions for changing the battery and advises users to verify, after closing the battery door, that it cannot be opened by hand. The risk file has been reviewed and deemed adequate. Relevant risk items have been identified, and post-market data remain within the established risk rating.

Event description:
Sonova was notified about that the tamper proof battery compartment of a phonak sky l30-up came open, allowing access to the zinc-air battery, which was swallowed by the 2 year old child. Medical reports confirm a digestive foreign body with x-ray visualization of the battery in the gastrointestinal tract. No clinical signs or symptoms , or treatment beyond x-ray confirmation was reported at the time. The patient/caregiver was advised to maintain hydration, monitor symptoms, and monitor for expulsion.